Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06r86-22 that has a similar product distributed in the us, list number 06r86-20.

Event description:
The customer observed false negative sars-cov-2 igg results, when compared to another testing platform, for two patients. The following data was provided (<1.40 s/c is negative, >/=1.40 s/c is positive): sample ID (B)(6) initial result, on (B)(6) 2020 with lot number 16253fn00, was 0.84 s/c, repeat using lot number 16311fn00, on (B)(6) 2020, was 0.91 s/c. The sample was tested using covid-19 virclia igg monotest and the result was 6.677 (cutoff is 1.6). The sample was negative with pcr testing. Sample ID (B)(6) initial result, on (B)(6) 2020 with lot number 16253fn00, was 0.67 s/c, repeat using lot number 16311fn00, on (B)(6) 2020, was 0.73 s/c. The sample was tested using covid-19 virclia igg monotest and the result was 1.90 (cutoff is 1.6). The sample was negative with pcr testing. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false negative architect sars-cov-2 igg results for two patients, who were negative by pcr testing, but tested positive using virclia's assay, included a search for similar complaints, the review of complaint text, trending data, labeling, scientific literature, and device history records. Testing of the return patient samples reproduced the negative results obtained by the customer. Device history record review on lots 16253fn00 and 16311fn00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Tracking and trending reports were reviewed and did not identify any related trends. In-house testing for reagent lots 16253fn00 and 16311fn00 was completed using a retained sample of the complaint lots stored at the recommended storage condition. Additional in-process development testing was performed on the patient samples and both samples returned positive results with spike igg and total ig. Negative results were obtained with spike igm. Positive results for spike igg and total ig indicate that the samples are possible sero-reversion. All validity and acceptance criteria were met indicating that the lots are performing acceptably. According to the "report from the american society for microbiology covid-19 international summit, 23 march 2020: value of diagnostic testing for sars-cov-2/covid-19. Mbio 11:e00722-20", patel r, et al, it is unknown for certain whether individuals infected with sars-cov-2 who subsequently recover will be protected, either fully or partially, from future infection with sars-cov-2 or how long protective immunity may last. In this case, the patients tested negative for pcr however the date of symptoms onset/pcr testing is unknown. The study "clinical and immunological assessment of asymptomatic sars-cov-2 infections, nature medicine", quan-xin long, et al, showed that antibodies declined in both asymptomatic and symptomatic covid-19 patients during the early convalescence phase. It was observed that igg levels and neutralizing antibodies in a high proportion of individuals who recovered from sars-cov-2 infection start to decrease within 2-3 months after infection. To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/=14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/=14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). Additionally, review of the manuscript bryan et al. 2020. "Performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho", j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Based on the investigation architect sars-cov-2 igg reagent lots 16253fn00 and 16311fn00 are performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagents were identified.